Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy with white pustules all over the body. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cortisone infusion for the rash. Outcome of the rash is unknown.